Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device did not reliably wake when pressing the sleep/wake button, and the user contacted support; the agent instructed the user to place the device on the charger and hold the wake button for approximately 30 seconds to recalibrate, after which the device woke reliably and blood glucose values were normal. Symptoms included no adverse clinical effects. Outcomes included successful restoration of normal device function with user-guided troubleshooting and education, and no alerts or alarms. Investigation included remote troubleshooting and functional verification through a wake-button recalibration while on the charger. Investigation of this case revealed a temporary unresponsive wake button condition that resolved with recalibration, consistent with a nonpersistent user-interface responsiveness issue. It was concluded, based on previously established findings for similar reports, that the cause was a transient device-state requiring recalibration.